Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 3 patient samples tested for hdlc3 hdl-cholesterol plus 3rd generation (hdlc3) on a cobas 8000 c 702 module. The erroneous results were not reported outside of the laboratory. Patient 1 initial hdlc3 result was 5.7 mg/dl. The repeat result was 38.3 mg/dl. Patient 2 initial hdlc3 result was 17.6 mg/dl. The repeat result was 72.2 mg/dl. Patient 3 initial hdlc3 result was 2.5 mg/dl. The repeat result was 39.3 mg/dl. There was no allegation that an adverse event occurred. The hdlc3 reagent lot number was 242363 with an expiration date of 31-mar-2019. The field service engineer (fse) visited the customer site and changed the sample and reagent probes, the sample board and cleaned the fluid line with bleach.

Manufacturer narrative:
During a review of the alarm trace, there were many abnormal sample alarms. The investigation determined that the erroneous results were related to sample quality due to pre-analytic issues at the customer site.